Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: v015345, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient was scheduled for routine battery replacement due to confirmed end of service. It was reported that impedances were checked and were fine pre-operation. During the surgery, the surgeon was trying to remove the boot off the lead extension connection and as he pulled it back, it removed the protective coating on the lead leaving ½ inch of the wire exposed. The surgeon removed the entire system and will discuss re-implant with the patient at an office appointment. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.